Event description:
It was reported that during a device change out for a chronic atrial fibrillation patient, the atrial lead exhibited low impedance, noise and an insulation anomaly. The lead was capped on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.